Event description:
A physician reported that a female patient experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The patient was first seen in 2006. The patient presented with redness, scratchy feeling, and occurrence of like a foreign body in the eye. She was treated with tobramycin and tobradex. Days later, zymar was started after the physician noticed that an inferior infiltrate had developed. The patient was not responding very well and was subsequently referred to a corneal specialist. A corneal culture was done and it was positive for fusarium. A small scar was noted but not in the optical zone. The patient's vision was 20/20. The physician expected the patient to fully recover.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.